Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was clogged with body fluid, thus making the whisper wire impossible to pass through the lead lumen. It was also confirmed that the inner insulation was torn from the terminal pin causing the lead to leak out through a slight separation between the insulation and the anode electrode ring. Slight separation was also noted between the insulation and the anode electrode ring ¿ most likely explant related. It appears that a force was applied to the lead, which was greater than the strength of the medical adhesive in this area. The tip is intact and undamaged.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged and had an insulation damage. Repositioning of this lead was attempted but was unsuccessful. This lv lead was explanted. No additional adverse patient effects were reported.